Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the black box showed a call service 163 no cartridge detected warning. The alleged load step malfunction was not duplicated during investigation. Force calibration testing passed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.